Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31543260l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during right ventricular outflow tract (rcot) premature ventricular contraction (pcv) ablation procedure with a qdot micro catheter, the patient experienced cardiac tamponade that required pericardiocentesis, drain insertion and prolonged hospitalization. During the treatment of rvo pvc, the patient's blood pressure dropped, and pericardial effusion was confirmed with intracardiac echocardiography (ice). Drainage was conducted using a pericardiocentesis set. A drainage kit was placed, and the patient was to be monitored in the cardiac care unit (ccu) and the patient required extended hospitalization. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. Output during ablation: 30w, average 30s, number of ablations 16 times, ai 400¿500. An atrial septal puncture was not performed. The physician's judgment on health hazard is that it was non-serious (moderate/minor). The physician stated that there was a possibility that the perforation occurred due to the pressure of the catheter at the pulmonary valve below the right ventricular outflow tract. No abnormalities were observed prior to or during use of the product. The patient improved after the drainage was performed and was scheduled to be transferred to the ccu but underwent a thoracotomy. The patient was recovering and was still in the hospital.